Event description:
During a vitrectomy procedure, this microsurgical unit would not operate correctly in the vitrectomy mode. The patient was scheduled for a combined cataract extraction procedure and a posterior vitrectomy procedure to repair a macular hole in the retina. The cataract extraction procedure was able to be completed but the macular hole repair was rescheduled for the next day. The patient is doing very well.